Manufacturer narrative:
(B)(4). This report of a system error 2240 was not confirmed due to the sample being unavailable. Based on the information obtained during baxter's investigation, not enough data is available within the report to identify root cause. The baxter technical service representative reviewed proper procedures per the user manual with the home patient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical services regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during initial drain. The caregiver (cg) stated the home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The cg stated she may have connected the hp with patient line not primed all the way. The cg confirmed to notify the nurse (rn) and start over with new supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.